Manufacturer narrative:
(B)(4). Eval, results: mi, stent thrombosis, death.

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lcx during index procedure. It is reported that approximately 3 weeks post index procedure the pt was admitted from the ER with acute chest pain. ECG revealed stemi and stent thrombosis of the prior stent in the lcx was discovered. It is reported that the acute stemi was a q-wave mi, located in the anterior, inferior involving the target lesion. Investigator has indicated that the event was probably related to the study device. A balloon only revascularization of the proximal lcx was carried out. It is reported that the pt expired approximately 1 week later. It is reported that the cause of death was multiple organ failure. Investigator has indicated that the event was not related to mi. It was reported that there was evidence of stent thrombosis. Autopsy report is not available.